Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that upon disconnecting the patient¿s 46-hour 5-fu device, this rn noted that the chemotherapy bag was full and the pump displayed ¿stopped.¿ the patient did not receive any chemotherapy. The patient reported hearing a beeping sound throughout the 46-hour infusion period. It was determined that the pump was started and then stopped due to an occlusion alarm, and was never restarted prior to the patient leaving the cancer center.